Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. Further communication with the customer conveyed the following information: nurse rebecca confirmed that the scope was used with another patient with polyp in the scope. This scope was disinfected and they did not know that there was polyp in the scope. There was no infection associated with this event.

Manufacturer narrative:
Device was received and inspected. The device nozzle channel was inspected and no foreign material was noted however, the distal end plastic cover of the unit was observed with deep dents and scratches. Based on evaluation findings, the reported issue was not confirmed however, dents and scratches were observed on the distal end plastic cover. Possible cause could be due to handling and or maintenance issue. To date, no patient infection reported. If additional information becomes available this report will be supplemented accordingly following investigation.

Event description:
It was reported that during a colonoscopy, the previous patient¿s polyp tissue came out of the scope after a cold biopsy forceps was placed down the channel. The scope was properly cleaned according to facility protocol and ran through the scope cleaner dsd machine. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a polyp tissue of a patient from the previous procedure adhered/remained within the forceps channel and came out during the reported procedure when the cold biopsy forceps were inserted into the biopsy channel. This was likely due to the user¿s delay of pre-cleaning after the previous procedure or inappropriate channel brushing. The following description is included in operation manual and the event can be detected before patient procedure, "3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end." Additionally, the following description is included in reprocessing manual and can prevent the event, "1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators."